Manufacturer narrative:
Device evaluation: the product testing could not be performed as the product was not returned. The reported complaint cannot be confirmed. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes, returned to manufacturer on 10/20/2021. Section h3: device evaluated by manufacturer: yes device evaluation: patient interface was received within original packaging confirming the reported lot number. A visual inspection of the returned product did not reveal any debris, loose particles, or fibers. The reported issue could not be confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Age, sex, weight and ethnicity: unknown/ not provided. Date of event: unknown/not provided. Telephone number:: (B)(6). A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that there was residue on the cone of the patient interface. This was discovered during patient contact. No patient injury and/or complications were reported. This report is 3 of 3.